Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument malfunctioned during the case, with wire exposed after removing to inspect. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the proximal clevis hub. The clevis did not exhibit any wear. Other cables at the wrist were not damaged. 48 - an additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.